Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the external pulse generator had "misfired", it was run on the bench for 67.5 hours using two testers in long-term mode with the device set to 100 paces-per-minute and the outputs set to 15 milliamperes and no anomalies were observed. The device functioned as expected and there was no change in settings.

Event description:
It was further reported that the external pulse generator was returned for service and analysis, as well as to receive a shorting bar modification in accordance with the corrective field action.

Event description:
It was reported that the external pulse generator (epg) misfired and the patient went into cardiac arrest. The patient was resuscitated and was in stable condition. The epg is expected to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.